Event description:
Customer called to report the reservoir's door was loose and opened as the customer sat down and has gotten doses of insulin into their body. High bgs were treated with food and candy. The customer was disconnected from the pump. Device was not dropped, bumped, or exposed to moisture.